Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the instrument was discovered broken during pre-operative planning.

Manufacturer narrative:
The product was returned with complaint for an investigation. Visual inspection of the returned persona femoral ps impactor pad confirmed that the part had multiple cracks in the surface. The part was returned in its entirety. The instrument was manufactured in august 2012 and therefore had been in the field for approximately 3 years and 9 months. It is unknown how many times the device was used. The device history record review was conducted and findings confirmed no deviations or anomalies. The device is used for treatment. Per the manual orthopaedic surgical instruments, it states polymer materials have a limited useful life. If polymer surfaces turn chalky, show excessive surface damage (e.g. Crazing or delamination), or if polymer devices show excessive distortion or are visibly warped, they should be replaced. Based on the information provided, it is likely that the fracture is a result of normal wear during the instrument¿s field life.

Manufacturer narrative:
The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review.